Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery causing the reported failure to advance and reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the procedure was successfully completed with a non-abbott stent.

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the proximal left anterior descending artery. A 3.0x33 mm xience skypoint stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed and resistance with the anatomy was felt. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.